Event description:
Additional information received reported that the patient had an appointment with her physician/manufacturer representative on (B)(6) 2013 and her concerns were resolved. It was stated that the patient no longer had concerns with her device.

Event description:
It was reported that a patient had a loss of therapeutic effect. The reporter stated that symptoms included acute pain and the patient felt stimulation in the wrong location. It was reported that a couple of months prior to the report the patient started to notice that she had "extremely bad pain again" and it was to the point that she had to take her pain medicine. The reporter stated that when the patient turned stimulation off the shooting pain would go away. It was reported that the patient went to her healthcare provider and had stimulation reprogrammed on (B)(6) 2013. It was noted that the patient wasn't feeling stimulation in certain spots and felt stimulation in other spots. It was reported that a manufacturer representative told the patient that the lead may be loose. The reporter stated that the patient's healthcare provider wanted her to have a cat scan to further troubleshoot with the device. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).